Manufacturer narrative:
Correction: h6 clinical signs code the reported event could be confirmed, since the screw is broken as complained. The device inspection revealed the following: this visual inspection has shown that the screw head is broken off at the crossover from the shaft to the head. There are very strong damages at the t8 recess visible. The strong damages at the recess indicate that the device was exposed to excessive forces before it broke. In addition it can be pointed out that both sides of the t8 recess lips are damaged. This shows that the screw was exposed to high forces in both directions, insertion and extraction. There is just a small part of the fracture face visible at the bottom of the head, the rest of the fracture face is strongly damaged, it looks like the broken head was turned several times on the screw shaft after is was broken. The discolored surface around the fracture shows that there was a plastical deformation before the head broke off. All these point to a ductile overload fracture caused by a mechanical overload. The visible excessive scratches at the side of the screw head may also have played a certain role as there was apparently a strong contact with another device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by a mechanical overload during the usage of the screw. If more information is provided, the case will be reassessed.

Event description:
It was reported the surgeon was using the variax mini fragment to repair an ankle fracture. The surgeon use a 10 hole 2.7mm broad plate and began to populate the plate using the t8 2.7mm screws. The surgeon went to do a 2.7mm syndesmotic screw through the plate, the fibula, and the tibia. He drilled a 2.0mm pilot hole and measured a 2.7x46mm screw. He inserted the screw on power and then switch to the small, blue, asnis micro screwdriver handle. As he final seated the screw the screw head sheared off the shaft of the screw. The screw head was retreived, but the shaft remained embedded in the bone. The surgeon used a different screw to finish the procedure.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported the surgeon was using the variax mini fragment to repair an ankle fracture. The surgeon use a 10 hole 2.7mm broad plate and began to populate the plate using the t8 2.7mm screws. The surgeon went to do a 2.7mm syndesmotic screw through the plate, the fibula, and the tibia. He drilled a 2.0mm pilot hole and measured a 2.7x46mm screw. He inserted the screw on power and then switch to the small, blue, asnis micro screwdriver handle. As he final seated the screw the screw head sheared off the shaft of the screw. The screw head was retrieved, but the shaft remained embedded in the bone. The surgeon used a different screw to finish the procedure.